Event description:
Information obtained from medwatch (B)(4). The av graft in the upper left arm had a thrombosis. Tip of the teratola device retained at venous valve. Additional information indicates the ptd tip was "glued" to the wall of the vessel of the patient so that there would not be any migration of the broken piece.

Manufacturer narrative:
Qn# (B)(4). The customer returned a 5fr ptd catheter and the product lidstock for evaluation. The catheter was returned with the basket advanced out of the sheath. Visual examination revealed that the distal end of the black pebax tip was separated from the rest of the tip. The separated portion was not returned. Microscopic examination revealed that the black pebax tip broke near the base of the distal basket. The tip was jagged and appeared twisted, indicating a stress related tear. No other defects or anomalies were observed. The ptd catheter was placed into a lab inventory rotator to functionally test the device. The ptd basket rotated as expected when the activation button was pressed, indicating the ptd catheter body was intact and functioning properly. The basket was able to be retracted and advanced within the sheath with minimal resistance. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long , untreatable conditions or large pseudoaneurysm. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. Microscopic examination revealed that the distal end of the black pebax tip was broken off. The tip material appeared twisted and stretched indicating a stress and torsion related breakage. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined.

Manufacturer narrative:
(B)(4).

Event description:
Information obtained from medwatch (B)(4). The av graft in the upper left arm had a thrombosis. Tip of the teratola device retained at venous valve. Additional information indicates the ptd tip was "glued" to the wall of the vessel of the patient so that there would not be any migration of the broken piece.